Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was dim, faded, discolored. The reporter confirmed that the screen was still able to be read safely. The reporter indicated that resetting the contrast setting during troubleshooting did not resolve the issue and indicated that the pump had moisture evident behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on to a dim and discolored display screen. There was no noted evidence of moisture observed during investigation. A leak test was performed and the pump passed with no leaks noted. The pump was opened and confirmed no evidence of moisture inside the pump.